Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain. It was reported that the caller (patient) reported that it took 18-20 minutes to connect to the pump to deliver a bolus. The caller confirmed that this issue began "a while ago". The caller stated that the patient bloused 3-4 times a day. One day last week (B)(6) 2026a bunch of error messages displayed about permissions. The caller stated they notified medtronic (mdt) representative, but the representative did not know how to resolve, so the caller accessed permissions within the settings of the handset and turned permissions on and it seemed to had resolved the issue. The agent walked the caller through clearing the data from the handset. The caller confirmed that the lag was resolved. The troubleshooting steps that were taken on the call resolved the issue.